Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect cap color was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp customer reports different color caps. The following information was provided by the initial reporter. The customer stated: purple steel tube between red steel tubes in set

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp customer reports different color caps. The following information was provided by the initial reporter. The customer stated: purple steel tube between red steel tubes in set.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.